Event description:
It was reported that when using the bd pyxis¿ medstation¿ es adhesives between the remote manager and the refrigerator/freezer were failing, required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that adhesive between remote manager and the refrigerator were failed. The field service engineer (fse) found that the remote manager and hasp were coming loose, so they reattached the hardware using new adhesive. The system functioned as intended after the field service engineer (fse) resolved the issue.